Manufacturer narrative:
Product analysis performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. The partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to lead integrity alert (lia) triggered. The device was interrogated and their right ventricular (rv) lead had rising thresholds, high thresholds, high pacing impedance, spikes in pacing impedance, noise, elevated sensing integrity counter (sic) counts, and possible fracture. The lead was initially reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.